Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation or soreness, congestion, sinus problem, anabolic steroids for 3 weeks. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness, congestion,sinus problem, anabolic steroids for 3 weeks related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An secondary findings of contamination on air inlet port and contamination on modem port. The external investigation showed that there were signs of contamination on the outside of the modem port. There was also an unknown contamination on the air inlet port as well as on the enclosure by the air inlet port. The internal investigation showed that there were no signs of contamination on the inside of the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was not observed in this device.